Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer calibrated sensor, but no value was displayed. When pulling out the sensor, she noticed that electrode was shorter than normal. The customer agreed to replace faulty sensor. The customer's blood glucose was 10.7mmol/l.